Event description:
It was reported the patient experienced ¿increasing impedance values as well as decreasing therapeutic effect¿ over ¿the course of time.¿ it was further reported the patient had experienced a ¿gradual¿ loss of stimulation/therapeutic effect. Impedance testing was performed and found ¿high¿ impedance values. It was noted the extension had been ¿placed inferior to the m pectoralis major.¿ the patient¿s ¿dysfunctional¿ extension was replaced as a result of the event. The patient was ¿well after replacement¿ of the extension and was alive with no injury. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the extension found the conductor of the extension body was broken less than 5 cm from the proximal end. All conductors were broken at 2.9 cm from the proximal end.

Manufacturer narrative:
Please note the conclusion code has been updated at this time.

Manufacturer narrative:
Concomitant product: product ID 3708640, serial # (B)(4), explanted: (B)(6) 2015, product type extension. (B)(4).